Event description:
The customer observed positively biased quality control results following calibration of vitros tsh reagent on a vitros eciq. Biased result of the direction and magnitude observed could lead to inappropriate physician action. No unexpected patient results were observed by the customer. There were no allegations of harm as a result of these events. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Datalogger files for the timeframe of the biased quality control results identified unexpected vitros eciq system performance for multiple modules. Ocd field service investigated and made necessary repairs returning the vitros eciq to expected operation. The root cause for the biased quality control result was determined to be an unacceptable calibration curve. The root cause of the unacceptable calibration could not be determined but is most likely related to instrument performance issues. Following the service activity, the customer has continued to observe acceptable quality control results.